Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via friend/family member who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported the patient is having issues with the device. Caller stated the patient was charging today and the controller was at 100% and the implant was empty. The controller showed 60% after an hour of charging. Caller also states the controller is not connecting to the implant properly. Caller states the patient fell and ever since not working correctly, connecting properly and providing false readings. Patient service specialist walked caller through removing the battery pack and plugging controller into the ac power cord; confirmed controller powers on. Caller confirmed controller is 40% and implant is 100%. Caller then connected the recharger and confirmed the green light was blinking. Agent advised to monitor and see if the hard reset helped. Caller states the patient was able to increase but when patient tried to decrease the setting the patient was not able to go below 4.0 and mes sage shows the limit has been reached. Caller stated this is the rate the patient is trying to change. Caller stated its really high and cannot go down, caller states this all started today. Caller reports patient can feel the intensity but cannot go below that. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue and have the device checked.